Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of pericardial effusion is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is conservatively filed for the pericardial effusion. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. During the transeptal puncture, a small effusion was noted in the posterior wall. The procedure was continued as it was a small effusion. One clip was implanted reducing mr to 2. After the successful procedure, the pericardial effusion remained the same size and no treatment was performed. The patient remained stable. On (B)(6) 2019, the patients pericardial effusion became bigger requiring pericardial tap. The patient remained stable. No additional was provided.